Event description:
It was reported that the patient presented to the emergency department (ed) and the right atrial lead had intermittent loss of capture. During the lead revision procedure, after multiple attempts to reposition the lead, the physician noted the lead "did not perform" and stated there was a possible lead malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
We are redacting this report, as it is a duplicate of report 2649622-2012-16735.